Event description:
On 2014, I got breast implant natrelle silicone with dr. (B)(6). After a few month I developed an autoimmune disease, hashimoto's and itching around the chest. I removed the breast implants on 2021 and my autoimmune levels went down from 370 to 39 in just 4 months. Seriously the FDA should be way more strict with the warning and potentially ban them off the market. FDA safety report ID # (B)(4).